Event description:
It was reported that the lead was oversensing. The patient is a participant in the system longevity study. The lead sensitivity was increased and the oversensing was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.